Event description:
It was reported that "resectoscope leaking between the inner and outer sheath. Operation had to be aborted."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).